Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non functional) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and the front te between the dn and ECG electrode b. The cause of the test failure is the open pulse wire. The root cause of the open pulse wire is excessive force placed on the cable. No adverse event resulted from the open pulse wire.

Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the therapy electrodes were non-functional.